Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer reported mobile system blood glucose results of 14.7 mmol/l and 5.7 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.